Manufacturer narrative:
Correction: to FDA patient code as no patient was present as reported in initial MDR. The mobile view station (mvs) umbilical interface cable was returned to the manufacturer for analysis. Mvs interface cable passed continuity testing, as well as gbit and 100t communication testing. Passed visual inspection. Installed mvs interface cable on imaging system and the system charged, readied and communicated as expected. 2d and 3d imaging were successful while under test. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The medtronic representative reported that very limited information was initially provided. Upon the first system checkout and review of logs, it was indicated that there was a bad interface cable, which was then replaced as reported on the initial MDR. Issue resolved at the time. The site was not responsive with the medtronic representative for additional troubleshooting and part replacement initially as the issue reoccurred after the mobile view station (mvs) umbilical interface cable replacement. That new mvs cable was left in the system. The medtronic representative later returned to the site for additional troubleshooting due to a similar issue reoccurring. Upon further follow-up by the medtronic representative and investigation it was found that the issue was actually the imaging system's image acquisition system (ias) beeping on boot. The medtronic representative ordered part replacements. However, the site opted not to pay for the replacement. While inspecting the system the medtronic representative re-seated the atp and ht controller boards. This resolved the issue and required no part replacement. Issue resolved and system was found to be fully functional. No parts were replaced.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative found that frame grabber and socket errors occurred on the imaging system. The interface (umbilical) cable was then replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed "initializing please wait" when starting up the imaging system. Restarting the imaging system and re-connection of the interface (umbilical) cable did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.